Event description:
The metal-backed keel osteotome was considered dull and when in use caused a posterior tibial plateau fracture, which was fixed with cannulated screws. This also caused a 30-minute surgical delay.

Manufacturer narrative:
Examination of the submitted instrument found the product to meet dimensional specifications and the metal gouge feature to be sharp as design intended. The investigation could not draw any conclusions about the root cause of the reported fractured pt tibial plate. A search of the complaint database did not find any additional reports against product code 202447111 associated with tibial plateau fractures or dull osteotomes. No evidence was found of product error as a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.